Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female who had 375cc mentor memorygel breast implants experienced bilateral capsular contracture (baker grade unknown) post procedure. As a result, bilateral prosthesis replacement with 425cc mentor memorygel breast implants was performed. Mentor is aware that it is reporting (B)(6) 2019 as the event, implant, and explant date. However, this was the information provided. If additional information becomes available in the future, then a supplemental report will be submitted. See 1645337-2020-00480 for contralateral prosthesis report.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 1/29/2020. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. A manufacturing record evaluation (mre) was performed for the finished device number 7649479, and no non-conformances related to the reported complaint were identified. During visual inspection of the device no apparent damage was found. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).